Manufacturer narrative:
Ref (B)(4). The customer received production upgraded on 1/3/24 from fujifilm engineer via service support.

Event description:
It was reported that there is a data point there in between (B)(6) 2023. No echocardiogram was performed on patient during that time, therefore unknown source of synapse select (vidistar) data point. Unknown impact to patient. No additional information provided.

Manufacturer narrative:
Ref (B)(4). Investigation concluded that the data point on the chart plot was not incorrect. Though it appeared that the chart spiked, it spiked correctly. The data point was an actual value from a prior report in their system for that patient that was charted. The actual measurement of the data point remains correct. The data point can come from a dicom sr send-to synapse select or be manually input via the report functionality. In either case, the cardiologist must sign off on the correctness of the value, which he did for the prior report. However, it was found that the data point was plotted forward in time, making it appear misplaced. The misplacement happened due to an issue discovered in how time zones and daylight savings time are handled. The misplacement of the data point is a minor issue since that will not impact the diagnosis. The customer comment on clinical care was that the value was "high," which made the chart appear spiked. There was no device issue, the data point was high and was supposed to show a high value.